Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in impedance measurements. All other measurements were stable; therefore, the patient was being monitored. Then the lead exhibited a lead safety switch (lss) due to impedance measurements of greater than 2000 ohms. The health care professional (hcp) suspected an insulation breach. Technical services (ts) discussed troubleshooting and programming options with the hcp. No adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in impedance measurements. All other measurements were stable; therefore, the patient was being monitored. Then the lead exhibited a lead safety switch (lss) due to impedance measurements of greater than 2000 ohms. The health care professional (hcp) suspected an insulation breach. Technical services (ts) discussed troubleshooting and programming options with the hcp. No adverse patient effects were reported. The lead remains in service. Additional information was received detailing that a drop in the impedance measurements was observed, the device was changed to unipolar and the measurements stabilized to high within range. Additionally, oversensing was observed. Reprograming of the device was discussed. This lead remains in service. No further adverse patient effects were reported.